Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant high out of range pace impedance measurements were noted as well as no pacing when it comes to this right ventricular (rv) lead resulting in asystole. The patient had to have temporary external pacemaker for back up. The patient had a magnet applied over the site and on the monitor it was noted that the rhythm went from ventricular pace of 60 to asystole for 1 to 3 seconds. A possible lead issue or a header issue was suspected. The device implanted was a competitor. Boston scientific technical services (ts) discussed possible troubleshooting. Subsequently the patient returned to the operating room and the values for the pace impedances were still out of range and it was noted that the set screws of the device were fine. A decision to explant this lead was determined. The lead was surgically abandoned. The new system was working well. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information from a family member that this patient passed away, due to a stroke, two weeks following the revision procedure. There were no allegations from the family member. However, it was unknown whether the additional procedure required to surgically abandon and replace this lead contributed to the patient's death.